Manufacturer narrative:
Based on the claim against the product by the customer noting the inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer has not contacted customer service. Although the complaint regarding the inverted image was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia unilateral surgical procedure, the customer reported the endoscope being upside down after an error. The customer had reseated endoscope and changed it out with no change. The customer restarted the system and cleared the image orientation issue. The customer stated they had an error with endoscope prior to calling in. Intuitive surgical, inc. (Isi) technical service engineer (tse) logged onto the system and found 23003 errors possibly related to endoscope. The customer continued with the procedure and will RMA scope. The customer stated they had the same issue yesterday on another system and will RMA that endoscope as well. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.